Event description:
Pt was at home on hospice services for end stage copd. He was on liquid oxygen at 3l per nasal cannula. In spite of warnings about the dangers, he continued to smoke, not always taking his nasal cannula off. This evening, he lit a cigarette with the nasal cannula on, had a flash fire, burning his nose and mouth and smoke inhalation. Family called 911 and he was transported to the burn unit at a hospital. Individual smoked while using o2 causing a flash fire that resulted in burns. The individual was taken to the hospital emergency room where he was treated and placed in ICU. He was initially on a ventilator, but it was discontinued. The pt refused a feeding tube and reportedly was persistent in removing his o2 mask. He made requests to be allowed to die. Dose or amount: 3l/min per n/c. Diagnosis or reason for use: end-stage copd.